Event description:
It was reported that after insertion of the bd nexiva¿ closed IV catheter, blood leaked from the catheter. The following information was provided by the initial reporter: description of event: after inserting angiocath into pt¿s arm, needle removed and blood started pouring from the angiocatheter where the needle came out. IV removed and new one placed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-may-2023. H6: investigation summary: bd received a used 18 gauge nexiva unit from lot 2325431 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed blood present between the grey cannister and the wall of the catheter adapter indicating a possible leak. Next, the engineer inspected the device under a microscope and found that the grey cannister was misaligned inside of the catheter adapter. It was also determined that the septum was positioned incorrectly causing a portion of the septum to be pinched between the cannister and the wall of the catheter adapter. Given the positioning of the primary septum, it was likely that the septum did not create full seal and allowed fluid to leak past it. Finally, the unit was dissected to attempt to further narrow down the root cause and upon closer inspection of the canister the engineer found that the canister was deformed. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that the observed deformity to the cannister was a manufacturing defect caused during the assembly process.

Event description:
It was reported that after insertion of the bd nexiva¿ closed IV catheter, blood leaked from the catheter. The following information was provided by the initial reporter: description of event: after inserting angiocath into pt¿s arm, needle removed and blood started pouring from the angiocatheter where the needle came out. IV removed and new one placed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.